Event description:
Ongoing problems getting the tray with the sleeving around it out of the box. Two of the perfusionists received physical injuries; a pulled tendon in an elbow and a rotator cuff injury. The pulled tendon resulted in lost time.